Event description:
A hospital risk manager reported that a pt sustained 2nd degree burns on his left and right anterior/medial thighs with clear vesicles/blisters in a grid distribution. The area of thermal burn on the left thigh measured approx 15x15 cm. The area of thermal burn on the right medial thigh measured approx 10x2 cm with erythemic lesions and clear vesicle/blisters in a grid distribution. The pt was supine for a two hour left hand repair. Reconstruction with vascular graft surgery, warmed with a lower body blanket and a 505 3m bair hugger warming unit. Reportedly, the lower body blanket was covered with a batch blanket. A skin reaction was noted at the end of the case. Reportedly, the pt was treated with foam dressing for protection, and directed to treat with antibiotic ointment if the burn opened. The discharge instructions were as follows: change dressing 3 x per week and treat open blisters with silvadene cream. Per patrick lew, the temperature at the end of the hose measured 48.7 degrees. He recalibrated to 43 degrees, and the unit has been in use with no further issues. The 505 unit was been replaced, and the original unit was returned to (B)(4).

Manufacturer narrative:
Conclusions: no eval will be performed. No other adverse pt effects were reported. If add'l info is received, a f/u report will be submitted.